Event description:
It was reported that the patient had multiple pump motor stalls following an MRI. The confirmed motor stalls and recoveries were noted in the event logs. In 2009, the pump stalled without recovery. A pump update was performed without a pump recovery. Two days later, a "pump period may exceed tube set" message occurred. The pump was replaced. The patient experienced increased pain. The patient had oral pain medications to supplement. The pump was used to delivery morphine, clonidine and marcaine. The report indicated that the patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.